Event description:
It was reported that after the patient's prostate radiation therapy, the device did not show any diagnostic data. A ¿invalid data¿ message was displayed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58, implantable pacing lead (B)(6) 2013. (B)(4).